Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012586595 was returned and analyzed. Visual inspection was carried out. The catheter appeared intact without any visible issues. No guidewire was received with the returned catheter. The guidewire lumen observed kinked at the distance 0.6 inch from the tip of the catheter. The capture device has a normal shape, showing no damage or unusual features. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. Mechanical verification of steering and slide mechanisms. Steering function is normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. The lab test guidewire was threaded through the catheter¿s guidewire lumen but encountered obstruction at the tip, where the lumen was kinked. Data from the catheter identification chip confirms the catheter programmed for clinical use, with the lot and serial numbers matching those indicated on the handle. The catheter was reprogrammed before connecting to the generator via a catheter interface cable, and therapy deliveries passed successfully. In conclusion, the catheter failed the return product inspection due to a guidewire lumen observed kinked at the distance 0.6 inches from the tip of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID psg100 (serial: unknown); product type: 3294-generator; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the guide wire lumen of the pfa catheter was kinked. It was also reported that the guide wire could not be advanced through the catheter. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.